Event description:
The manufacturer received information alleging a ventilator alarmed for oxygen regulation. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module was replaced to address the issue.